Manufacturer narrative:
The replaced part is not available for further evaluation. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Event description:
A customer contacted stryker for servicing of their device. During evaluation stryker observed that on/off button on the main keypad is not responding. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker requested the return of the replaced part for further evaluation at the product assessment center (pac).

Event description:
A customer contacted stryker for servicing of their device. During evaluation stryker observed that on/off button on the main keypad is not responding. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.